Event description:
The customer reported that the xray tube was leaking oil and the hv cables swelled up. No pt injury was reported.

Manufacturer narrative:
(B) (4). The sys was repaired, found to be operating as intended, and released to the customer for use.